Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures error was present in the device trace download and hardware low level failures error alarmed during self test due to broken trace on keypad assembly. Unable to verify audio or absence of alarm due to hardware low level failures error.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures was present in the insulin pump trace download and hardware low level failures alarmed during selftest due to broken trace at pin 1 on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was not making any sound when alarming. The customer¿s blood glucose during the incident was 154 mg/dl. The device alarmed a hardware low level failure during self-test. They were able to clear the alarm. However, the device failed the second self-test. The device will be returned for analysis.